Event description:
This spontaneous report from a consumer reported as "needle came out and lodged in the skin and had to be lanced to remove it", concerns a male consumer using a novofine 31 disposable needle since 2003 for type 2 diabetes since 1994. He has no other medical history. The man reported that in 2005, while taking an insulin injection in his stomach with a novofine 31g needle, the needle came out of the pen and lodged in his skin. Three days later during a routine visit with his physician, the man informed his physician of the event. The physician then examined the injection site and was able to remove the broken needle by using a small scalpel to expose it and small forceps to remove it. The site was cleansed with alcohol and covered with a band-aid. No medications were prescribed and no follow-up was ordered. The man stated that the novofine 31 needle he used when the event occurred had not been used for any previous injections. Both the broken needle and the needle hub were discarded. The man has been asked to return unused needles from the same lot for examination. In addition to the verbal request, a written request has been sent to the man asking him to return unused needles from the same lot for examination. As of 1/4/2006, the product has not been received by novo nordisk.

Event description:
Needle broke off in skin [medical device complication]. Case description: unused neeles from the same lot were returned for examination. Analysis of returned sample: product novofine 31g lot no.: 05b07v. Needel conclusion: visual examinations performed. Needles tested for resistance to breakage. During testing it has not been possible to detect any irregularities on the sealed and unused needles from the same needle box as the needle involved in this complaint. Follow-up information received on 06-feb-2006. Since the last submission of this case the following information has been added: revised analysis reply (examination of returned unused needles from same lot).